Event description:
The technician reported the bed exit will turn on but will not alarm. The bed is located in hospice at the facility. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint number (B)(4).

Manufacturer narrative:
The technician found that the test port cable assembly was damaged. The test port cable was damaged most likely due to normal wear and tear. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unknown if the facility performs preventative maintenance on their beds. The technician replaced the test port bed exit cable assembly to resolve the issue. Based on this information, no further action is required.